Event description:
Pt fell on knee 1.5 years postoperatively and experienced continued pain. Bone scan showed tibial loosening.

Manufacturer narrative:
Devices were not returned to manufacturer for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.